Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter: , material #: 320550 batch #: 1160317 and 1229473. Stated, sometimes the patient end wil break off when taking shot.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1160317, medical device expiration date: 30jun2026, device manufacture date: 09jun2021. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.